Manufacturer narrative:
(B)(4). Baxter received and evaluated this device. The unit was tested for 24 hours with no occurrence of system error 322. A review of the history log confirms the system error 322 reported symptom. However, eval was unable to determine the cause. When evaluating known contributors to system error 322 it led to the determination that the upper and lower aux were the failing components. As a result, the upper and lower aux were replaced.

Event description:
It was reported that a pump was alarming for a "system error 322." There was no pt involvement and the event did not occur on or before first clinical use.